Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported being diagnosed with a non side specific event of connective tissue disease. Further review revealed that the patient indicated ¿I have none of the above.¿ there is no complaint against the device. Healthcare professional later reported right side rupture. The device remains implanted.